Event description:
PICC line placed in 2004, dressing change the following day with noted problems. The following day the line had pulled back 1 cm and the line found broke. The catheter was removed from the insertion site with fingers. Prepping solution chloroprep, steri-strips placed on hub with tegaderm on hub and catheter.